Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump a bloodback event occurred. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt new additional information. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump a blood back event occurred. It is unknown under which circumstances this occurred; no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse replaced safety disk, blood back tubing an crm. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.